Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes prior to tactile damage with moisture) issue. It was reported that moisture/corrosion was located under the keypad, that the keypad was torn/punctured, and that the ok/enter button subsequently became under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: during investigation, the original unresponsive keypad complaint was unable to be duplicated. The keypad cover was peeling but all the buttons were responsive. A leak test failed due to a keypad leak. There was no moisture observed in the battery compartment or under the display lens. The pump was opened and there was no intermittent condition observed on the keypad flex connector. There was no moisture observed.